Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that this pacemaker device reached elective replacement indicator (eri) status in july and its end of life (eol) was on september. Also, its magnet rate was 85bpm. Moreover, health care professional (hcp) requested an analysis from the engineers. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device reached elective replacement indicator (eri) status in july and its end of life (eol) was on september. Also, its magnet rate was 85bpm. Moreover, health care professional (hcp) requested an analysis from the engineers. This device was explanted. No additional adverse patient effects were reported.